Event description:
Report alleges pt had leaking and defective implants.documentation and tissue dissection of inflammatory and cellular changes in response to infiltrating silicone gel. Silicone profile and blood work.